Manufacturer narrative:
The suspect device has been disposed by the complainant; therefore, a device eval will not be performed. The relationship between the device and the event is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database identified five add'l complaints reported for the same lot (same customer on the same date- three separate procedures). The june 2007 15- month ultratome sphincterotomes product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. See associated medwatch 6000048-2007-00251.

Event description:
This report is the second of two related malfunctions. On july 11, 2007, it was reported to boston scientific corporation that an ultratome sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure (pt age and gender unk). According to the complainant, the "cut wire broke" during the first attempted sphincterotomy procedure. The sphincterotome was removed and replaced with this second ultratome device; however, this device also failed due to a broken cutting wire. It was reported that the physician was able to successfully complete the procedure with a third ultratome sphincterotome device. There were no pt complications reported as a result of the device malfunctions.